Event description:
During routine check of the console, the console failed the self test and displayed error messages. After resetting the console, the error stopped occurring. The console was being loaned to the hosp as an additional backup. It has been returned to abiomed for eval.